Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found. The full lead was returned. The inner insulation was kinked/buckled throughout the lead body. The lead was stretched. Implant damage was observed.

Event description:
It was further reported that ((B) (4)) there were high thresholds, low impedance, and undersensing. The lead was replaced. No patient complications have been reported as a result of this event. In addition, it was reported that during the implant procedure it was difficulty traversing the venous system due to two existing leads which were capped. Once in position lead ((B) (4)) showed high thresholds and high impedance. On visual exam, the lead appeared to be bent. This device ((B) (4)) was not implanted. No patient complications have been reported as a result of this event.